Event description:
It was reported that during the implant procedure, inserting the atrial and ventricular leads into the header of the pulse generator was difficult. The device was implanted. The patient was asymptomatic and would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).